Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door 4 had multiple failures. A field service engineer (fse) was unable to duplicate the error by the test software and noted that the unit had a new-style latch. The fse observed that the bottom row contained heavy trays of fluid bags and believed that user might be sliding the tray out, removing the fluids, and not pushing the tray fully back in, which could cause failures. The fse was able to duplicate the failures by replicating this scenario and subsequently replaced the latch and the customer verified functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, door 4 had multiple failures over the past month. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.